Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient received a vibratory alert. Transmission was not available via merlin.net. An asymptomatic patient was brought in clinic. The device was found in backup vvi. The device was successfully reloaded. The patient will be followed normally.